Manufacturer narrative:
Device passed displacement test, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected this alarm is generated when a power failure is detected ,device software error, trace pointers are invalid alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms. The customer's reported blood glucose level was 212 mg/dl. The customer reported that they were able to clear the alarm and were able to rewind the insulin pump. The customer reported that the insulin pump received a pump error alarm again after battery change. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.